Manufacturer narrative:
(B)(4). G2: foreign: australia. D10: 183640, vngd ps tib brg 10x71/75mm, 775390. 141254, polished finned tib tray 75mm, 2017120433. 184770, series a pat std 40 3 peg, 187920. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left total knee replacement. Subsequently, the patient had a full revision of the left knee replacement approximately 7 years post implantation due to instability and lateral gaping. No further details or outcomes have been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the provided images reveals the explanted articular surface and femoral components. No signs of damage can be seen from the pictures provided. Both devices appear to be covered by patient's tissue and blood. No further assessment can be made based on the provided pictures. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: on (B)(6) 2025, the patient presented with left knee pain and instability, with x-ray showing normal alignment but clinical findings of lateral gaping and coronal plane laxity due to a stretched lateral collateral ligament; ultrasound showed patellar tendon inflammation, and knee aspiration with blood work was negative. A bone scan on (B)(6) revealed increased uptake along the lateral femoral condyle and areas suggesting possible loosening, though the surgeon disagreed and attributed the issue to lateral collateral ligament laxity rather than prosthesis loosening. At follow-up on (B)(6), the surgeon confirmed the diagnosis of instability from a lax lateral collateral ligament and recommended conversion to a rotating hinge knee. The patient agreed to proceed on (B)(6) and a left knee revision was performed on (B)(6) 2025, though operative records were not available. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.